Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that 16 applications were performed with the balloon catheter without any issues or system notices on the date of event. The physical device was not returned for analysis or investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, diaphragmatic activity became weak. It was suspect that it was caused by dislocation of the pacing catheter, a single stop was performed. Although the catheter was re-located, diaphragmatic activity could not be observed by fluoroscopy then the stop button was pushed again. The right superior pulmonary vein (rspv) ablation was completed with cryo but the rest of the case was completed with radiofrequency. Diaphragmatic function was not recovered. No further patient complications have been reported as a result of this event. Further information received indicated that the phrenic nerve palsy (pnp) did not recover at the time of patient discharge. Hospital stay was not extended because the patient had no subjective symptoms.